Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the angulation control knob of the device tested positive for unspecified microbes. The user facility also informed that the device was brand new scope and it had never been used for a patient. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed the following, but the causal relationship between the following and the reported event was unknown. - insufficient angulation range for specification. - too much play in the angulation mechanism. - the bending section glue worn. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity.